Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up visit, the device could not be interrogated with two different programmers and wands. Telemetry tests were attempted but all unsuccessful. The device was explanted and replaced. The patient's condition is stable.